Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of an issue with heat was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had an issue with heat. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.